Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that they went in for a colonoscopy today, and they turned their therapy off, and they got a warning on their screen that the battery was low (eri, or elective replacement indicator). The patient stated they thought the implant battery was supposed to last longer than that and that they had the colonoscopy, and when they turned the therapy back on, they still got the message. Patient services reviewed the meaning of the message and ins battery longevity and considerations pertaining to stimulation level. The patient said they did not check their settings very often and that they'd been traveling, but the last time they checked, their settings had been about 6 months ago and at that time, the message hadn't yet generated, so they didn't know when the message had actually generated. The patient said they had their stimulation level at 4.0 ma. The patient asked about a rechargeable implant option. Patient services reviewed interstim micro information and redirected the patient to follow up with their managing health care provider to further address the issue and to discuss their next steps. Patient to follow up with their hcp. Docu mented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.